Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent grafts were successfully implanted. The procedure was completed with perclose devices bilaterally with no endoleak present. The pt did well and was transferred to the ICU in the evening. The left perclose device failed to close properly and pt lost 500cc of blood. The surgeons performed a cut down and repaired the artery with suture closure. The pt received 2 to 3 units of blood. It was reported that later that night the pt expired in the intensive care unit from aspiration. It was also reported the pt had a poor heart and had a massive hematoma.

Manufacturer narrative:
Eval: results: inherent risk of procedure (bleeding/death). Patient's condition affected effectiveness of device (short angulated aortic neck). Caused by another drug/device (perclose device failure). Conclusion: device failure lack of effectiveness related to pt condition (bleeding/death). Another device caused failure (perclose device failure). Required secondary intervention.